Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. Inflation was performed at 10 atmospheres (atm) and 12 atm. However, during the second inflation, the balloon ruptured. The procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported.